Event description:
The following info was reported: balloon loss of pressure at second stop. Wire was left in and second mynx attempted with same result. Manual pressure held for 30 minutes. With no further complications. The pt was not hospitalized.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same pt. However, the device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Pvd or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR # 3004939290-2014-00967 for the first device.